Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported tissue damage appears to have been a result of procedural conditions. The pericardial effusion and cardiac tamponade appear to have been cascading events of the tissue damage. The reported patient effects of pericardial effusion, tissue damage, and cardiac tamponade are listed in the mitraclip system instructions for use, and are known possible complication associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances, as surgery was required to treat the pericardial bleeding, and further hospitalization was required to monitor the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the tear in the appendix and pericardial effusion requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Although echo imaging was difficult, the clip delivery system (cds) was advanced to the mitral valve. Several grasping attempts were made however the mr was unable to be reduced. Pericardial bleeding was observed in echo and the patients blood pressure dropped, therefore the procedure was cds was removed and the procedure aborted. The patient was sent for surgery where a ruptured papillary muscle was observed which was reported to have occurred prior to the mitraclip procedure. A tear was noted in the left atrial appendix which was most likely caused while steering the cds towards the mitral valve, thus causing the pericardial bleeding. The patient is in stable condition post surgery. No additional information was provided.